Event description:
It was reported that the customer experienced a recurring issue with occlusion alarms, including alarm 2 and alarm 26. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl, and the cgm did not read "high." The customer resolved the issue by changing the cartridge and resuming insulin, and despite the recurring nature of the problem, declined further assistance from support. Technical support closed the case following these actions.